Event description:
It was reported that the gastrointestinal videoscope exhibited image flickering and the event occurred during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.